Manufacturer narrative:
An event of explant due to valve starting to create blood clots was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 23mm epic aortic stented valve was implanted. The patient had been on warfarin six months post operatively. On (B)(6) 2023, the valve started creating blood clots and subsequently, on the same day, was explanted. A non- abbott device was successfully implanted. It was reported that the patient was recovering.